Event description:
It was reported "the peel-away introducer peeled off at its end when the device was introduced into the skin, preventing it from being inserted into the vein. The device was changed." There was no medical intervention required. The patient's current condition is reported as "unknown."

Manufacturer narrative:
(B)(4). The report of peel-away sheath tearing prematurely was confirmed through complaint investigation of the returned sample. The customer returned one peel-away sheath with dilator assembly and product lidstock for analysis. Signs of use were observed on the sheath and dilator. Visual analysis revealed that the distal end of the sheath tip was damaged and partially torn at both score lines. No defects were observed with the dilator. The sheath body was severed to additionally observe the cross section. Despite the damage, the sheath and the dilator met all relevant functional requirements. Additionally, the IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." A device history record review was performed, and relevant findings were identified. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process or undue force applied unintentionally by the user, therefore, the root cause is undetermined. Further investigation has been initiated under teleflex quality systems by the manufacturing site to evaluate this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the peel-away introducer peeled off at its end when the device was introduced into the skin, preventing it from being inserted into the vein. The device was changed." There was no medical intervention required. The patient's current condition is reported as "unknown."